Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported the patient presented for implant procedure. During surgery, the lead exhibited high pacing impedance. The physician completed the procedure with a different lead. The patient was in stable condition throughout.